Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms. The ventricular assist device (vad) coordinator submitted the log files for review to ensure there were no device related issues as the patient had a history of extrinsic outflow graft obstruction (eogo) (2916596-2025-02252). The log files contained a lot of low flow estimates and low flow hazard events. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically. It was later communicated that the cause of the low flows was identified to be eogo. The alarms resolved after placement of an outflow graft stent on (B)(6) 2026. The patient had experienced heart failure symptoms as well as dizziness.